Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had audio anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump was not working. Customer reported they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes. Customer was advised the insulin pump will need to be replaced and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Hardware low level failures alarmed during self test due to broken trace at u1 pin6 or sda on keypad assembly. Unable to verify audio or absence of alarm during self test due to hardware low level failures .